Event description:
It was reported that an atrial lead exhibited noise resulting into multiple auto mode switch episodes. The noise appeared to be from an external source. The patient was stable. No intervention was performed.